Event description:
It was reported that during an unspecified dental surgery, it was discovered that the electric pen drive device only worked in reverse and not in forward. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran intermittently in the opposite direction that the device was set it with the handswitch and foot pedal devices. Therefore, the reported condition was confirmed. It was further observed that there was corrosion on the internal components. The assignable root cause was determined to be due to improper cleaning and possible immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.